Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to a laboratory device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the afternoon of (B)(6) 2012. The patient reported blood glucose results of "135 mg/dl" with the subject meter and "45 mg/dl" on a laboratory device, performed greater than 30 minutes of each other. The patient does not take medications to manage his diabetes and continued to follow his usual diabetes management routine. Prior to the start of the alleged issue, the patient claims he felt symptoms of tired and "tingly" in his hands. For reasons unknown, the patient reportedly went to the emergency room (ER). About 230pm that same day, the patient also obtained a blood glucose result of "45 mg/dl" with an ER meter. A health care professional (hcp) gave the patient food and/ or drink as treatment. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.